Manufacturer narrative:
The reported issue was investigated but cannot be confirmed at this time as the root cause was inconclusive. No device analysis results are available as the device remains implanted. A review of the device history record was performed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.

Manufacturer narrative:
The investigation codes along with investigation results will be provided in a subsequent submission.

Event description:
It was reported that during cardiomems implant procedure the patient had hemoptysis and required a bronchoscopy. The cause of the hemoptysis was identified by the physician to be either high pressures in the pulmonary artery, boston scientific v-18 guidewire, or the cardiomems device. The patient did not suffer any other adverse events, and the implant was otherwise successful. The patient is currently stable.